Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 186 mg/dl, because the insulin pump did not delivered the correct amount of insulin. Caller stated that the customer's insulin pump is not calculating correctly and is not giving the correct amount of insulin. Nothing further was reported.